Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the cause of the reported phenomenon was that the main board had failed. The cause of the main board failure might be aging deterioration since it had been 5 years since the product was manufactured.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the device could not been turned on and the reported phenomenon could not be confirmed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure, the control panel went black. The facility finished the case with the same device. There was no report of patient injury associated with the event.